Event description:
Diagnosed with colorectral cancer in 9/1998. Pt presented for therasphere treatment with liver metastases. Pt was treated off study in 2000 and received 143 gy administered to the entire liver. Pt was discharged the same day without incident. In 2000 pt was newly diagnosed with diabetes which responded well to glucovance. Over the past 2 weeks, pt presented with lethargy, sleepiness, decreased memory, personality changes, and inability to button clothes. Pt presented yesterday, bloodwork drawn and pt, as a result, admitted to hosp. Ammonia 140 umol/l. Principal investigator unsure if this increases risk to subjects. Further investigation in progress and follow-up report will follow.